Manufacturer narrative:
Analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approx. Of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approx. Button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.

Event description:
During an interior right lobectomy procedure, the instrument locked after fired on pulmonary vein. The surgeon resected the instrument off. The hosp reported that the pt's current status was satisfactory.